Event description:
It was reported that the customer received a button error alarm during normal use of the insulin pump. The customer did not recall any significant events leading to the alarm. The customer's blood glucose was 122 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However moisture damage was noted on keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, cracked display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.